Event description:
Ous MDR - boston scientific received information that during the implant procedure, this atrial lead was successfully implanted. Acceptable measurements were obtained. The patient with this lead is in atrial fibrillation so there was no threshold, just p wave and impedance measurements. When the patient with this lead was transferred from the operating table to the bed, it was suspected this lead had dislodged. A decision regarding a lead revision will be performed in the next few weeks. No adverse patient effects were reported. As of this date, this lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.